Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that when attempting to perform a sychronized cardioversion procedure on the pt, the device involved was not recognizing the defibrillation electrodes, connected to the pt. The hospital staff quickly changed the defibrillation electrode with another set, and the device was able to successfully continue the procedure. The pt did not suffer any adverse effect from the reported failure.